Event description:
It was reported that after a spaceoar placement procedure, the physician reported that the patient had a rectal wall infiltration, the magnetic resonance imaging (MRI) were reviewed and the hydrogel seemed to be in the lumen. There was no patient complications as resulted of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.